Manufacturer narrative:
H6-code-213: the following is a summary of the explant investigation observations: tissue present: yes. The abluminal surface was covered in brown, tan, and yellow tissue. The proximal portion of the returned specimen consisted of a segment of vascular graft conjoined with two native vessels; blue suture fragments were partially visible. The site was likely the area of anastomosis. The ringed stretch vascular graft fragment extended from this area approximately 220 mm. Extremity b presented with clean edged transections and presented ovular in shape with a tag of tan tissue extending beyond the graft. Extremity a was partially occupied with brown/tan/yellow tissue. The lumen patency could not be determined with the information provided. The blue line marker pattern on the abluminal surface was consistent with that of a gore-tex stretch vascular graft. Material disruptions (i.e., transections) are consistent with those caused by surgical instrumentation (i.e., scalpel, scissors) likely used during a surgical procedure.

Manufacturer narrative:
Section b: updated event description.

Event description:
On (B)(6) 2020, two explant reports were provided from third party. They stated the following: the explanted eptfe vascular grafts were implanted in another center, so the brand names and model numbers remain unknown. However, the macroscopic analysis before cleaning is suggesting that it corresponds to w. L. Gore & associates, inc. The explanted vascular grafts were eptfe grafts which were implanted in a 76-year-old woman patient at the time of implantation. They were implanted as a right above the knee femoropopliteal bypass in order to treat an occlusive pathology of the lower limbs in the following order. In 2014 a right femoro-popliteal bypass (pet graft ¿ no gore device) was performed above the knee. In 2015 another right femoro-popliteal bypass (eptfe graft) was performed above the knee due to the thrombosis of the first bypass. In 2016 a third right femoro-popliteal bypass (eptfe graft) was performed above the knee due to iterative thrombosis of the second bypass. In (B)(6) 2019, the patient was hospitalized due to cardiac decompensation. During the hospitalization, the patient presented with right critical limb ischemia resulting in foot ulcer without infection. In (B)(6) 2019, an iliac stenting was therefore performed. In (B)(6) 2019, post-operative control was good: nice evolution of the ulcer and satisfactory distal hemodynamic parameters. In (B)(6) 2019, the patient presented with foot and inguinal collections: cultures found pseudomonas aeruginosa on the foot and staphylococus aureus on the inguinal site. A computed tomography scan revealed a collection around the vascular grafts with gas (52 mm x 44 mm). This collection was punctured and the analysis revealed staphylococcus aureus. On (B)(6) 2019, the three vascular grafts were explanted and a femoropopliteal bypass using a cryopreserved allograft was performed. The explanted vascular grafts were sent for bacteriological analysis and revealed staphylococcus warneri (sensible). The explanting hospital has sent the three explanted vascular grafts to the third party for analysis.

Manufacturer narrative:
The medical device was returned by the user to a third party for evaluation. The level 1 analysis report was shared with gore. The report is being reviewed and evaluated. The serial number of the device remains unknown. Therefore no review of the device manufacturing records could be performed.

Event description:
On october 9, 2020, two explant reports were provided from third party. They stated the following: the explanted eptfe vascular grafts were implanted in another center, so the brand names and model numbers remain unknown. However, the macroscopic analysis before cleaning is suggesting that it corresponds to w. L. Gore & associates, inc. The explanted vascular grafts were eptfe grafts which were implanted in a (B)(6) year-old woman patient at the time of implantation. They were implanted as a right above the knee femoropopliteal bypass in order to treat an occlusive pathology of the lower limbs in the following order. In 2014 a right femoro-popliteal bypass (pet graft ¿ no gore device) was performed above the knee. In 2015 another right femoro-popliteal bypass (eptfe graft) was performed above the knee due to the thrombosis of the first bypass. In 2016 a third right femoro-popliteal bypass (eptfe graft) was performed above the knee due to iterative thrombosis of the second bypass. On (B)(6) 2019, the three vascular grafts were explanted due to infection and a femoropopliteal bypass using a cryopreserved allograft was performed. The explanting hospital has sent the three explanted vascular grafts to the third party for analysis.